Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site. Upon initial inflation attempt, the balloon ruptured leaving the stent partially expanded. The delivery system was withdrawn from the patient without complication and another balloon catheter was used to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.